Event description:
The product that failed was a 30fx3cm optilume balloon. Procedure was followed and inflation was taken to 3 atms, at which point the balloon suddenly burst. A second balloon was then opened to complete the procedure. Manufacturer response for catheter, balloon, urethral, drug-coated, optilume urethral drug coated balloon (per site reporter). Laborie was unable to perform a product investigation as the sample was discarded. Laborie provided a replacement for the failed product.